Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm tailor annuloplasty ring was implanted. Post-procedurally, it was reported on (B)(6) 2024, the patient had a 2mm sternal disjunction that was well tolerated. The patient was indicated for sternal resynthesis in view of persistent sternal pseudo-osteoarthritis. It was reported medical therapy was provided. The patient status was reported stable.

Manufacturer narrative:
It was reported that post-procedure the patient had a 2 mm sternal disjunction that was well tolerated. The patient was indicated for sternal resynthesis in view of persistent sternal pseudo-osteoarthritis. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was due to medical therapy provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.